Manufacturer narrative:
H3 - device evaluation: the lens was returned dry and stuck on a piece of gauze with residue and debris on the lens. Visual inspection found no visible damage to the lens with debris on the lens surface. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -4.5/+4.0/080 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a shorter lens due to excessive vault. The problem is resolved. The cause of the event is reported as device: "sizing."